Manufacturer narrative:
The case involved nonunion of a pathological fracture with implant failure 4.5 months post-implantation. Examination of the involved implant, as well as its production records, indicated the implant was manufactured according to specification. The fracture site suggests nail failed due to fatigue. Cases of nonunion as well as subsequent failure of the implant are known and documented in the literature [1] and are expected to be in higher rates if pathological (cancerous) bone is involved. [1] henderson ce et al, locking plates for distal femur fractures: is there a problem with fracture healing? Journal of orthopaedic trauma: february 2011 - volume 25 - issue - p s8-s14.

Event description:
A distal femur plate was implanted (in the (B)(6)), to treat a pathological fracture (a metastasis was diagnosed), replacing an external fixation. Approximately 4.5 months after implantation, the plate broke. The plate was removed and replaced by a titanium retrograde femoral nail.